Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced a bent cannula event on (B)(6) 2026, occurring after only a few hours of use at the abdominal site. The event resulted in high blood glucose for 3-4 hours, and the patient replaced the infusion set. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).